Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system (ds). There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient had prior medical history of diabetes mellitus (dm), cerebrovascular accident (cva) in 2023, chronic kidney disease, gastroesophageal reflux disease (gerd), paroxysmal atrial fibrillation (paf), heart failure with preserved ejection fraction (hfpef), coronary artery disease (cad) s/p percutaneous coronary intervention (pci) of the left anterior descending artery (lad) on (B)(6) 2025, severe aortic stenosis (sa) and right bundle branch block (rbbb). During procedure, the patient went into complete heart block after the pre-bav procedure was completed with the non-abbott balloon. The navitor valve was positioned and implanted at the depth of 5mm. The patient ended up receiving a permanent pacemaker to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, there was no clinically significant delay, and no prolonged hospital stay for monitoring of rhythm. The patient was awake and stable as an inpatient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system (ds). There was calcification extending beneath the aortic annular plane in the interventricular septum. The patient had prior medical history of diabetes mellitus (dm), cerebrovascular accident (cva) in 2023, chronic kidney disease, gastroesophageal reflux disease (gerd), paroxysmal atrial fibrillation (paf), heart failure with preserved ejection fraction (hfpef), coronary artery disease (cad) s/p percutaneous coronary intervention (pci) of the left anterior descending artery (lad) on (B)(6) 2025, severe aortic stenosis (sa) and right bundle branch block (rbbb). During procedure, the patient went into complete heart block after the pre-bav procedure was completed with the non-abbott balloon. The navitor valve was positioned and implanted at the depth of 5mm. The patient ended up receiving a permanent pacemaker to treat the heart block. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, there was no clinically significant delay, and no prolonged hospital stay for monitoring of rhythm. The patient was awake and stable as an inpatient.